Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The index procedure treated the 95% stenosed, 3.5x8mm target lesion located in the mid right coronary artery. Treatment consisted of pre-dilation and the placement of a 3.5x12mm (B)(4). A grade b, proximal edge vessel dissection occurred after the placement of the study stent. Bailout treatment placed a 3.5x8mm taxus liberte stent. Residual stenosis was 0% with timi 3 flow.